Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 22-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported that the patient's old neurostimulator (ins) was removed last 2008. Patient confirmed that the device was at first all good but then the leads started migrating and he had it fixed but then it migrated again so he requested it to be completely removed. No further complications were reported/anticipated.